Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous segment of the mid rca. After pre-dilatation, an attempt was made to deliver the orsiro mission. However, the lesion could not be crossed. During the attempt to withdraw the stent back into the guide catheter, the stent became dislodged in the proximal rca. A snare device was subsequently used to successfully retrieve the dislodged stent. Finally, another drug-eluting stent was selected and successfully deployed.